Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, a patient was wearing a pod on the skin for longer than 48 hours when the patient experienced persistent hyperglycemia, with reported glucose levels remaining in the 500 mg/dl range for approximately six hours despite delivering correction boluses. The patient sought medical attention due to concern for diabetic ketoacidosis (dka) and reported symptoms of nausea, vomiting, and delusional feelings. While hospitalized, the patient reported that the pod remained in use and glucose levels decreased from approximately 500 mg/dl to 369 mg/dl. The patient also reported that laboratory testing identified elevated enzymes and that a stent placement was performed during the hospitalization. The patient was discharged from the hospital on (B)(6) 2026. Information regarding the formal diagnosis, and specific treatments provided related to hyperglycemia is unavailable because the patient was hospitalized at the time of initial contact and later declined to provide additional information during follow-up. A supplemental report will be submitted if additional information becomes available.